Manufacturer narrative:
After the submission of the initial report, it was discovered that a duplicate medical device report has been submitted with file ID: (B)(4). As further information pertaining to the event and investigation is received this report with file ID: (B)(4) will provide the additional information. All the further reports will be reported under file ID: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non-healthcare professional stating that after wearing contact lenses several patients experiencing corneal ulcers, no further additional information regarding the product and consumer identifiers is known at this time, the current symptom resolution is unknown at the time of this report. Additional information has been requested but not yet received.